Event description:
This ra lead was implanted on (B)(6)2016 and remains implanted at this time. A call was placed to technical services on (B)(6)2018 stating that this lead had impedance greater than 3000 ohms a couple of times but then it normalized to 500 ohms. Patient had isometrics and arm movements and it stayed at 500 ohms. It was also observed on the presenting electrogram that there were couple of atrial tachycardia response with oversensing that looks like minute ventilation oversensing. The following physician was dr. (B)(6) at (B)(6)clinic. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).